Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's mother reported via phone call that her son had a blood glucose of 441 mg/dl and she wanted to give her son a square wave bolus but the option was not appearing in the menu. The mother was advised to wait until the active insulin is gone from her son's body and that the square wave bolus option should appear then. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.